Event description:
Since having essure implanted, I have experienced unexplained skin rashes, daily headaches/migraines, fatigue, joint pain, severe inflammation in the neck (c2/c3), heavy bleeding, pelvic pain, floaters in vision, memory loss, severe mood swings, hair loss, bloating, painful intercourse.